Event description:
Customer reported a no delivery alarm. She stated she changed her infusion set earlier today, had a meal, and then her device alarmed no delivery. She did another infusion set change, but her blood glucose was still high. Customer did one more infusion set change about an hour ago. Customer's blood glucose is 475 mg/dl. In troubleshooting, insulin exited the tubing during a fixed prime. When customer removed the current infusion set, the cannula was bent. Customer was advised of possible site and infusion set issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.